Event description:
It was reported during a fistula arterial plug removal the balloon would not deflate when inside the patient. During the first pass there was difficulty in deflating the balloon; however, physician was able to deflate the balloon using a 10cc and 20cc syringe, the catheter was removed and the balloon was fine. The catheter was reinserted and again the balloon was not able to be deflated when aspirating from the syringe and the physician used a needle to ¿pop¿ the balloon in order to remove the catheter. It was noted that there was resistance noted when inflating and deflating the balloon. It was indicated that the clot was most-likely soft due to the fact that tissue plasminogen activator (tpa) was being used. Another catheter was used without incident. There were no patient complications, the patient was fine.

Manufacturer narrative:
One thru-lumen catheter was received without the package. Initial visual examination found that the catheter body, balloon and windings were in good condition. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. Examination revealed that the inflation lumen had a full occlusion when attempting to inflate the balloon. The balloon could not be inflated. Further examination found what appeared to be blood or a red substance under the balloon at the distal edge of the proximal bushing. The catheter tube was then cut just distal of the "y" fitting and 10cm proximal of the catheter tip and the occlusion was still present. The catheter body tube was again cut at the proximal edge of the proximal balloon bushing and this exposed the inflation lumen fully collapsed under the bushing. A review of the manufacturing records indicated that the product met specifications upon release. The report of balloon deflation difficulty was confirmed. An investigation has been initiated to determine if the root cause for the occluded inflation lumen found during the evaluation is related to the manufacturing process and implement any necessary corrective actions.